Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months later post filter deployment, the filter was attempted for retrieval, with ultrasound guided entry into the right internal jugular vein. A 5-french sheath was placed. A catheter and guidewire were placed down below the filter and a venogram was obtained, showing that there was no thrombus within the cava or the filter. An amplatz wire was then placed down into the right common iliac vein and passed the retrieval sheath and retrieval umbrella down, just above the filter, and tried to capture the filter with the umbrella, but after multiple attempts, filter could not be captured. Then multiple attempts were made to capture the filter with a snare and used multiple different catheters to help manipulate the filter to be captured with the snare, but unable to do so and ultimately abandoned any attempts to remove the filter. A completion venogram was performed, showing that the cava was intact without any evidence for injury. On the next day, computed tomography of the abdomen and pelvis with intravenous contrast showed that there were 5 filter struts which appeared to project medial to the wall of the inferior vena cava. The hook of the filter also appeared to project outside the inferior vena cava lumen, anterolaterally. The filter appeared to have migrated distally compared to the placement images. After two years and eight months, computed axial tomography of the chest was performed for the patient with shortness of breath which was found to be positive for blood clots in the lung, despite having an inferior vena cava filter. Impression of the study indicated bilateral pulmonary embolism. On the next day, computed tomography of the abdomen and pelvis with contrast was performed for evaluation of inferior vena cava, filter, and pulmonary embolism which in comparison to the previous studies revealed that the filter was located about 5.5 cm below the level of the renal veins and was unchanged in position. Several limbs of the filter appeared to protrude beyond the wall of the inferior vena cava unchanged from the comparison study. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter migration and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. There is a blood clot in the left arm and lungs; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven months post filter deployment, multiple unsuccessful attempts were made to retrieve the filter. A completion venogram was performed, showing that the cava was intact without any evidence for injury. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated and perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. There is a blood clot in the left arm and lungs however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven months post filter deployment, multiple unsuccessful attempts were made to retrieve the filter. A completion venogram was performed, showing that the cava was intact without any evidence for injury. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that perforation of filter struts into vena cava wall; migration of ivc filter and unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure by (B)(6) hospital. There is a blood clot in the left arm and lungs however the current status of the patient is unknown.